Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:it was reported that the battery was not holding charge. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery's capacity was below what was expected, confirming the reported event. The most likely root cause of the low battery capacity can be attributed to a faulty internal cell pair. The controller in use during the reported event, (B)(4), did not contain the software master record (smr) upgrade. Log file analysis revealed a premature power switching event involving (B)(4). The premature power switching event was likely due to a communication error between the controller and battery. This observation may have reinforced the reported inability of the battery to hold a charge. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a faulty internal cell pair and a communication error between the controller and battery. An internal investigation I investigated communication errors. An internal investigation investigated faulty cells. This event was assessed and is being reported as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the battery was not registering with the controller.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was only holding a charge for 1-2 hours. A replacement battery was sent to the patient. No patient complications have been reported as a result of this event.